Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 90% stenotic, de novo and severely calcified lesion was located in the moderately tortuous shunt vein. Vascular access was gained through unspecified femoral artery. The sterling over-the-wire 4.0mm x 40mm balloon catheter was advanced to the lesion for pre-dilatation and ruptured at 13 atms, the first inflation. The procedure was completed with a different device. There were no pt injuries or complications. The patient's status was reported as "no problem."

Manufacturer narrative:
The complainant indicated that the balloon catheter wil not be returned for eval; therefore, a failure analysis of the complaint balloon catheter could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. As no device was received for analysis it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications. The most probable root cause has been attributed to operational context due to the likelihood that the pt anatomy or other procedural factors contributed to the reported difficulty.